Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Cuts were noted on the forceps wire. There were scratches found throughout the device. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The adhesive part of the bending section cover was missing. Discoloration is observed on the operating part. Universal cord was collapsed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported that the forceps elevator wire was cut. The device was returned and an evaluation revealed, the adhesive part of the lighting lens is peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.